Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and the power cord. The system operates as intended.

Event description:
The customer reported the system shut down on its own. No pt injury was reported.